Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had a cardiac catheter inserted resulting in mild erosion in the urethra and incontinence. At a later date, the aus cuff was replaced and downsized. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in instructions for use (IFU). Corrected data: b5 describe event or problem.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had a catheter inserted resulting in mild erosion in the urethra and incontinence. At a later date, the aus cuff was replaced and downsized. There were no additional patient complications reported.